Event description:
It was reported that a patient underwent a pelvic procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke. The needle could be seen on xray, but it could not be retrieved. This prolonged the operation. As a result, the patient received antibiotics for three days and had three days extra hospitalization. The needle remains in the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.